Event description:
It was reported that the user experienced bad glucose readings during the initial two weeks of use due to announcing incorrect meal sizes. After consultation, the user performed a factory reset and resumed standard meal announcements, with support provided to complete setup and transition to bionic mode. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified related to improper or incorrect procedure or method, and the issue involved the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.